Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the electrode tip and there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during attempted implant of the leads they tested bad, with sensing difficulty after implanted. Therefore the leads were not used and replaced with new leads. No patient complications have been reported as a result of this event.

Event description:
It was reported that during attempted implant of the leads "they tested bad", with sensing difficulty after implanted. Therefore, the leads were not used and replaced with new leads. No patient complications have been reported as a result of this event.